Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages and a damaged cable) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages and stated that a cable was damaged in the electrode belt.